Manufacturer narrative:
Device evaluation: visual examination noted that the burr of the catheter was detached and stuck on the guide wire spring tip. Microscopic examination of the burr revealed that the annulus was misshapen. The distal coil was broken and stretched and the proximal coil (near the strain relief) was also stretched/kinked. No issues were noted with the diamonds on the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as the dfu was not followed with regards to the anatomical location in which the device was used during this procedure. The dfu states: "percutaneous rotational coronary angioplasty with the rotablator rotational angioplasty system, as a sole therapy or with adjunctive balloon angioplasty, is indicated in patients with coronary artery disease who are acceptable candidates for coronary artery bypass graft surgery and who meet one of the following selection criteria: single vessel atherosclerotic coronary artery disease with a complex lesion that can be passed with a guide wire; multiple vessel coronary artery disease that in the physician's judgment does not pose undue risk to the patient; certain patients who have had prior percutaneous transluminal coronary angioplasty (ptca), and who have a restenosis of the native vessel or native vessel atherosclerotic coronary artery disease that is less than 25 mm in length." (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr detached from the catheter. The stenotic lesion was located in the tortuous and severely calcified renal artery. The physician advanced the 1.50mm rotalink burr to the lesion and upon removal the burr got stuck to the wire and was unable to be separated from the wire and could not be backed up. When the physician attempted to assist the burr, the burr came off the catheter and remained on the wire. The physician observed that the burr had detached from the catheter and removed everything as one unit. The procedure was completed with another 1.5mm rotablator burr. No complications were reported and the patient's status is ok.